Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not filled the infusion set tubing with insulin. Customer delivered a bolus of 11 units resulting in air being delivered that was within the infusion set tubing. The customer reloaded the cartridge and an infusion set change was performed resolving the issue. Blood glucose level was 210 mg/dl.